Event description:
It was reported that the lead showed oversensing. The lead was determined to be fractured with demonstration of arm movements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.